Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were greyed out on the station. A technical support specialist confirmed that the customer identified the issue was due to a storage failure. The customer successfully restored the storage and regained access to the greyed-out medications. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, medications were greyed out on the station. The customer reported that the malfunction caused a delay in dispensing the medications to the patient and the user managed to retrieve the medication from another device. There were no adverse events or injuries reported based on this incident.